Manufacturer narrative:
The reported field event of bluetooth connection anomaly was confirmed in the lab. However, later during analysis the event could not be replicated and a bluetooth connection was reestablished successfully. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected and the cause of the event was inconclusive.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During preparation for the initial implant procedure, the device was unable to communicate via ble telemetry with two different merlin programmers. However, the device was able to be interrogated using inductive telemetry. Another device was chosen and successfully implanted. There were no patient consequences due to this event.